Manufacturer narrative:
The initial MDR 2432235-2016-00397 was filed on july 18, 2016. Additional information was received on 07/20/2016: the cause of the smoke was due to a failed waste pump. The failed waste pump was replaced. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced a failed waste pump. No other issues were found. The cause of the smoke is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Customer reported a burning smell, liquid coming from the waste pump and smoke emanating from an advia 1800 instrument. The liquid was contained using personal protective equipment (ppe). There were no reports of smoke inhalation or irritation. The customer turned off the system. There were no delays to patient sample testing. There are no known reports of patient intervention or adverse health consequences due to the smoke.